Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material # 304657. Batch # 4193535. Verbatim: rcc received a complaint via email. Email(s) attached. "The 10ccs from this whole case of product have leaked¿. Customer response on 26-mar-2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event or serious injury occurred.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.